Manufacturer narrative:
This device is used for therapeutic monitoring purposes. (B)(6). (B)(4). The device is currently being evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received from the surgeon: the failure did not occur during a case, it was during testing and believed to be a blown fuse. There was no patient involvement. Service <(>&<)> repair evaluation found that device did not pass the triboelectric test. The device had blown fuses. The cable and wave washers were worn. The device has been repaired and returned to customer after passing all manufacturing product specifications. Conclusion - device repaired and returned.

Event description:
Additional information was received from the surgeon: the failure did not occur during a case, it was during testing and believed to be a blown fuse. There was no patient involvement.

Event description:
It is reported that the device was received at an international service depot for repair with comment "probably short circuit, not working anymore". There was no report of patient impact or injury.